Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving multiple shocks. Technical services (ts) reviewed the device data, and it appears there was a change in morphology that went from narrow to wide with an increase in rate. A total of four shocks were delivered in which the first three had difficulty converting however, on the fourth delivered shock the rhythm successfully converted. Additionally, ts reviewed other stored episodes in which there was oversensing of noise via reduced intrinsic amplitudes which resulted in the patient receiving inappropriate shock therapy. Troubleshooting was performed; however, they were not able to re-produce the noise. Ts discussed possible causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.